Manufacturer narrative:
The investigation in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A customer reported that a cassette leaked onto the floor during surgery. The procedure was completed with no harm to the pt.